Manufacturer narrative:
Product complaint # (B)(4). Additional product code: kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during posterior spinal fusion surgery there were multiple issues while using symphony. It was noticed that the screw head chip when a set screw was apparently cross threaded while using the reduction gun. It was unknown how it occurred . Also, there were two set screw drivers that had tips sheared off while inserting set screws. Fragments were generated and easily removed. There was a surgical delay of ten (10) minutes. There were no patient consequences. The procedure was successfully completed. Concomitant device reported: unknown reduction gun (part# unknown, lot# unknown, quantity unknown). This complaint involves four (4) devices. This report is for (1)x15 self retaining inserter. This report is 4 of 4 for (B)(4).